Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen. Results: a visual inspection was performed. The cover caps on the screw pillars and the technician seal (B)(6) on the lower housing were intact and undamaged. No damage could be found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The read history starts on (B)(6) 2021, so the attached history was analyzed. On (B)(6) 2021 were found the device alarm 2111. A few seconds later the pump switched on, but no abnormalities were found. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). A long term test about 24 hours was performed. No malfunction could be found during the functional test. After the test, the infusion was started without the power supply. At this juncture no abnormalities could be detected. Both the pre-alarm and the battery alarm worked without problems. The device was disassembled and the inside was investigated. Inside the device could be found slightly liquid residues, but no damage were found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. The malfunction could not be reproduced.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to customer: patient on double strength noradrenaline 16mhs in 100 mls via bbraun pump at a rate of 0.39mgs/kg/min. Ward round was taking place so the patient was surrounded by doctors and nurses. The bbraun pump gave a single short sound and then the screen went blank. Bp dropped immediately in view of the fact that the noradrenaline infusing via the pump had gone off and wasn't delivering the drug. Action taken at the time of the incident: a nurse noticed immediately and swapped the noradrenaline line in the faulty pump, straight onto a new infusion pump, however the bp was dangerously low with a systolic of 39/21. The medical team administered some central adrenaline to increase bp and the patient required further metaraminol boluses to increase the bp until the noradrenaline was back in the patients body and the bp started to respond.